Event description:
It was reported that the st holster is giving multiple error code during procedure. The technician has reported that the cables were in an unstable condition, and has requested evaluation and replacement, there were no pt consequences reported.

Manufacturer narrative:
Date sent: 7/26/2007. Information not rec'd. Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.